Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Blood and body tissue/fibrotic growth was noted on the distal low voltage electrode. (B)(4).

Event description:
It was reported that the right atrial lead had low impedance and a lead warning was triggered. The lead was capped and not replaced due to chronic atrial fibrillation (af). It was also reported that the right ventricular lead had visible insulation breaks with high and varying threshold. The lead was capped and replaced. During the lead replacement procedure, a lead was attempted but not used because positioning and suitable threshold were difficult to achieve. Also, when the helix was retracted, tissue was noted and the physician requested a new lead. No patient complications have been reported as a result of this event.